Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet sleep/wake button became unresponsive; the patient was guided through restart and standard troubleshooting without resolution, and replacement was determined necessary. Symptoms included no adverse clinical effects, and blood glucose reportedly remained unaffected. Outcomes included device functional impairment and loss of water resistance once troubleshooting steps were undertaken and a replacement was initiated, with advice to maintain backup therapy due to uncertain device functionality. Investigation included remote troubleshooting, verification of device identifiers and shipping details, and instructions to sync data, shut down the device, and return the unit and inspection of the returned device. Investigation of this device revealed a persistent mechanical or electrical failure of the sleep/wake button consistent with a device component malfunction that did not impact glycemic status. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction likely due to component failure of the sleep/wake button assembly.